Event description:
It was reported that air was present in the patient line of a homechoice cassette. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting, renal therapy services (rts) assisted in ending the therapy and to disconnect the patient early due to the air observed in the patient line. Rts advised the patient to follow up with the peritoneal dialysis registered nurse after the call regarding the air in the patient line and missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.